Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 420 mg/dl while wearing the pod between 49 and 71 hours. When removed from the infusion site (abdomen), the pod's was found to be wet near the base of the cannula. It was reported that the patient believed the cannula had dislodged during wear and that this had caused the insulin to leak from the pod. As treatment, a new pod was applied.